Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit was making a hissing sound. The muffler sm2 from the pressure regulator was broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. The failure analysis and testing dept. Received muffler with a reported unit failure of a broken muffler.the failure analysis and testing dept. Performed a visual inspection and found the part to broken with the threaded part of the muffler damaged. Due to the damaged muffler the part cannot be tested. The part was retained in the fat dept. Per procedure. The non-conformances with the returned components were confirmed.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the o-ring buna, muffler to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.